Event description:
It was reported that during a pump refill, the health care provider (hcp) aspirated more than expected, and noted that this was consistent with this pump/patient. The medication being delivered by the pump at the time of these events was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).